Event description:
The event is reported as: "customer alleges the upper screw on the forcep is not flushed like the bottom one and the two halves pop apart. No pt injury or medical intervention was reported." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.